Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found the system up and running when he arrived. The customer explained that the basin float had been knocked off. The customer placed the float, and cap back on the stem.

Event description:
The customer reported that the basin of their unit was overflowing, and it wouldn't complete a cycle. The customer stated that there were no physical complaints related to the small amount of opa that has actually spilled out of the unit. The asp field service engineer (fse) went to the facility to repair the unit.